Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 676 mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity. The patient had been brought into an emergency room on (B)(6) 2015 by their parents due to increased spasticity and "not his baseline." The physician attempted to aspirate the catheter access port (cap) on (B)(6) 2015 and there was no drainage from catheter. They were unable to get cerebral spinal fluid (csf) back-flow, therefore the patient was taken into surgery to troubleshoot the catheter. The patient was taken to the operating room on the evening of (B)(6) 2015 for surgical exploration of the catheter. The physician did not get any drainage from the catheter when she disconnected the catheter from the pump and also when she cut catheter at back. The physician decided to replace the entire catheter with a new catheter. The physician also changed the patient's pump from a 40 cc pump to a 20 cc pump per the parent's request. It was determined due to the increased spasticity and inability to aspirate the catheter that there was a catheter issue. The physician was able to determine the issue with the catheter upon surgical exploration as there was no back-flow of csf. The issue resolved at the time of report. Patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
Analysis of the catheter body found hole caused by metal pin of pump connector poking. Analysis of the catheter body also found dark residue occlusion in dispensing holes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.